Manufacturer narrative:
The following information has been updated/corrected: d.10 device available for eval?: yes. D.10 returned to manufacturer on: 2020-06-08. H.3 device return to manuf.?: yes. H.3 device eval. By manufacturer?: yes. H.6 investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (out of syringe) on lot # 9308307. Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that liquid was coming out of syringe. The returned syringe was examined and no fm was observed on the cannula. Also, no fm came out of the cannula when the plunger rod was fully depressed. A review of the device history record was completed for batch# 9308307. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications (B)(4) noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H.6. Method codes: 10, 3331. H.6. Result codes: 213. H.6. Conclusion codes: 4315. H3 other text : see h10.

Event description:
It was reported that the syringe 0.5ml 31ga 6mm experienced foreign matter on device cannula/in fluid path. Product defect was noted during use. The following information was provided by the initial reporter: material no. 324911, batch no. 9308307. Consumer reported liquid coming out of one syringe, consumer does not re-use. Date of event: (B)(6) 2020.

Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (out of syringe) on lot # 9308307. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9308307. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200858435, 200857823, 200858507] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.5ml 31ga 6mm experienced foreign matter on device cannula/in fluid path. Product defect was noted during use. The following information was provided by the initial reporter: material no. 324911 batch no. 9308307. Consumer reported liquid coming out of one syringe, consumer does not re-use. Date of event: (B)(6) 2020.